Event description:
Additional information received reported in (B)(6) 2012, the patient was seen for an infection at the pocket site. They were trying to save the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v964030, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v964030, implanted: (B)(6) 2012, product type: lead.

Event description:
It was reported, the implantable neurostimulator (ins) and extension were explanted a couple of years prior to report due to infection at the pocket site. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# v964030, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v964030, implanted: 2012 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 37651, serial# (B)(4); product type recharger product ID 3387s-40, lot# v964030, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v964030, implanted: 2012 (B)(6); product type lead. (B)(4).